Manufacturer narrative:
(B)(4). Method: the fascia and valve assembly of the complaint (B)(4) neopuff infant resuscitator was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Our analysis is accordingly based on the results of our investigation and previous investigations of similar complaints. Results: visual inspection revealed that the gas inlet port of the returned assembly was broken, confirming the reported fault. A lot check revealed one other complaint of this nature for lot number 140514. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. We were unable to determine how the gas inlet port of the subject neopuff unit came to be damaged; however, our previous investigations of similar complaints suggest that such damage was caused by impact to the neopuff unit. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. This suggests that the fascia and valve assembly of the subject neopuff unit was damaged after it was released for distribution. The fascia and valve assemly was replaced and the neopuff unit was returned to the healthcare facility after passing the performance checks specified in the neopuff product technical manual.

Event description:
A healthcare facility in (B)(6) reported that the gas inlet port of an (B)(4) neopuff infant resuscitator was cracked. This was observed before use on patient.